Manufacturer narrative:
(B)(4).

Event description:
Refer to maude event report with voluntary report no: (B)(4). It was reported via a maude event report, as received from FDA, that a pt had withdrawal symptoms from morphine while using a medtronic pump. The symptoms had resulted in pt hospitalization due to suicidal inclination. The pt's physician had discontinued using the pump in 2011; and replacement was being scheduled. The pump battery showed 28 months of life left. The dates of use were noted as being from 2006 to 2011, in regards to chronic pain. Per info received, f/u is not possible in regards to the contact info provided, no add'l info was obtained.